Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, when the non-abbott mapping catheter was inserted, a deviation of the radiological image was noted when compared to the navx image. On the x-ray image the mapping catheter was positioned by the left superior pulmonary vein, above the cs and his catheters, however on the navx image the mapping catheter appeared below the cs and his catheters. The navx patch placement and pin box assignment was verified, but the issue remained. The procedure was cancelled due to the inconsistent image. There was no adverse consequences to the patient.